Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not operate on ac power. There was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date rcvd by MFR: 08/09/2016. Conclusion / root cause: the motor controller (mc) pcba and power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
The customer reported that there was no patient involvement. The manufacturer's field service engineer replaced the power supply to address the reported issue. The device successfully passed performance specification testing.